Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was defective. It was reported that it had exhibited noise; however, there was no visual damage noted to the lead during a revision procedure. The lead was surgically cut and capped. It was later reported that this patient's pacemaker system became infected and this product was laser extracted as a result.